Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was implanted to treat a stricture in the sigmoid colon due to peritoneal dissemination from pancreatic cancer during a colonic stent placement procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was tortuous and the colon was weak. Two months post procedure, the wallflex enteral colonic stent perforated the patient's sigmoid colon. According to the physician, the weakness of the patient's colon might have contributed to the perforation. The patient is being monitored and the stent remains implanted. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned to the complaint investigation site (cis) for analysis. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Perforation is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. The event occurred a number of months after the procedure and may have been related to the patient¿s condition as opposed to an adverse event caused directly by the stent. Given the event description, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was implanted to treat a stricture in the sigmoid colon due to peritoneal dissemination from pancreatic cancer during a colonic stent placement procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was tortuous and the colon was weak. Two months post procedure, the wallflex enteral colonic stent perforated the patient&#38112;sigmoid colon. According to the physician, the weakness of the patient's colon might have contributed to the perforation. The patient is being monitored and the stent remains implanted. Additional information received on september 17, 2015 and september 25, 2015: the target lesion was the colon sigmoideum and the perforation was noted at the stent implantation site. A CT scan was performed to confirm the perforation. The wallflex colonic stent remains implanted in the patient. The patient also had presented with perforative peritonitis. The perforative peritonitis was reported approximately two months after the stent was implanted. The complainant reported that the physician has taken a "wait and see" approach to treatment for the perforation and perforative perotinitis.